Event description:
It was reported that during a total abdominal hysterectomy the device was tuned properly and functioned properly for the first two pulls of the trigger. Upon clamping down for third pass, the device became stuck while energy was being applied. It was unclear whether the device was stuck on the pt's tissue. The surgeon was able to "unstick" the device. Another device was used to complete the procedure, and the case continued without further incident. There was no pt injury. Add'l info was requested, but no add'l info was provided. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws closed and misaligned, and the blade not fully retracted but contained within the jaws. Upon eval the handle latched and remained closed. The blade remained deployed and lodged in the misaligned jaws. Due to the condition of the device, no electrical testing could be performed. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.